Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that capture thresholds and sensing were unstable after the lead was placed. The distal portion of the lead gave an impedance of 1103 ohms. The impedance of the proximal portion of the lead could not be measured due to a range error. The physician determined the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received